Event description:
I've been trying to reach philips corporate number and I get is hang-ups. I want to know when I will be getting my CPAP machine. I tried to get a letter stating that my machine was recalled for my insurance company but they hang up on me. I need help. I have high blood pressure. I have start of copd. FDA safety report ID # (B)(4).